Manufacturer narrative:
No conclusion can be drawn as system analysis or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.